Manufacturer narrative:
This ipg serial number was included in a field correction. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 4. Reference MFR. Reports: 1627487-2013-03666, 03667 and 03668. The patient reported he experienced heating at his scs ipg pocket site while charging and subsequently stopped charging approximately 3 months ago. The patient also reported he is experiencing pain and would like to have his scs system explanted. Moreover, the patient reported the scs system aggravates his symptoms and he is generally unhappy with it. Additionally, the patient reported he does not like his scs system settings and stated "everything" when asked if he has any other issues with the system. A replacement charging system (low energy) was sent to the patient to address the pocket heating issue. On (B)(4) 2012 st. Jude medical, neuromodulation division, sent field action letters to patients related to heating while charging and raised awareness of this issue to patients. An increase in prior non-reported heating while charging events and other non-reported events was expected.